Event description:
Bipolar rv lead impedance jumps from 600 to 1150 ohm, bipolar sensing decreases from 8 to 3 mv. High v-v counter >44000, many nsvt episodes due to oversensing/noise in bipolar configuration. Sensing and pacing was programmed to tip/coil, no artefacts anymore (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).